Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). The device battery longevity dropped to 1 year remaining from 3.5 years a year ago. A request was made to have data from this device analyzed. Data analysis confirmed pbd and that this device power consumption during the past year. Device replacement or re-evaluate device status within 90 days was recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). The device battery longevity dropped to 1 year remaining from 3.5 years a year ago. A request was made to have data from this device analyzed. Data analysis confirmed pbd and that this device power consumption during the past year. Device replacement or re-evaluate device status within 90 days was recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the d6b: explant date.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). The device battery longevity dropped to 1 year remaining from 3.5 years a year ago. A request was made to have data from this device analyzed. Data analysis confirmed pbd and that this device power consumption during the past year. Device replacement or re-evaluate device status within 90 days was recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). The device battery longevity dropped to 1 year remaining from 3.5 years a year ago. A request was made to have data from this device analyzed. Data analysis confirmed pbd and that this device power consumption during the past year. Device replacement or re-evaluate device status within 90 days was recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported. .

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.